Event description:
The rptr did back to back blood glucose tests, within minutes, results were 13, 14, and 30 mg/dl. Pt did not have any symptoms. Control solution testing was not done due to unavailability of supplies. On followup, the rptr had never cleaned the meter. Reviewed cleaning procedure with rptr. No harm was alleged.